Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath was kinked. No damages or failures were observed on the catheter code pcba (ccp) board assembly nor on the hub connector pins. The imaging core (ic) impedance test showed no electrical issues and a good square image appeared in the ilab system during the image characterization testing. Microscopic inspection revealed the guidewire exit port and the distal section of the tip were in good condition. The catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during its testing. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter flushed normally when the telescope was fully retracted and fully advanced.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable.